Event description:
This case was initially received via regulatory authority ansm - health authorities in (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("two pieces remaining after salpingectomy") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("two pieces remaining after salpingectomy"). On an unknown date, the patient experienced device intolerance ("implant intolerance"), back pain ("burning back pain"), musculoskeletal pain ("joint pains/muscle pains"), tendonitis ("tendinitis"), periarthritis ("left shoulder capsulitis"), gingivitis ("gingivitis"), alopecia ("hair loss"), fatigue ("major fatigue") and visual impairment ("decrease in vision"). The patient was treated with surgery (salpingectomy on (B)(6) 2017. Hysterectomy on (B)(6)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device intolerance, back pain, musculoskeletal pain, tendonitis, periarthritis, gingivitis, alopecia, fatigue, visual impairment and complication of device removal outcome was unknown. The reporter considered alopecia, back pain, complication of device removal, device breakage, device intolerance, fatigue, gingivitis, musculoskeletal pain, periarthritis, tendonitis and visual impairment to be related to essure. The reporter commented: after a salpingectomy on (B)(6), there were two pieces remaining, therefore she underwent a hysterectomy on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1659 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.